Event description:
It was reported that within 12 days of implant, the patient's right ventricular lead had no capture, had low r-waves, and appeared on x-ray to have the tip perforated outside the heart. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.